Event description:
It was reported that prior to a valvuloplasty procedure, pre-close placement of the sutures was attempted in the calcified right common femoral artery using a perclose proglide device. Reportedly, during deployment in a 6-french sized access site, when the needle plunger was removed, the distal sheath detached and remained in the vessel. Attempts were made for two hours to remove the detached sheath, but were unsuccessful. The detached distal sheath was surgically removed and the vessel was surgically sutured to achieve hemostasis. The valvuloplasty procedure was postponed. There were no reported adverse patient sequelae. There was a reported two hour delay in the procedure that was considered a significant clinical delay. The physician was reported to be trained in the use in the proglide device, but it was not known if the physician is established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Calcification was reported at the right common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device is reportedly being retained by the customer and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.